Event description:
I was diagnosed with mantle cell lymphoma in my tonsils and cervical lymph note after years of using a philips CPAP device. The philips ventilator was recalled due to the breakdown of foam used. I also was diagnosed with chronic lymphocytic leukemia. I had to have surgery to remove the lymph node. I would like to know if there is any connection to using the continuous positive airway pressure (CPAP) to my cancer.